Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported failure to fold could not be determined; however, the reported difficulty removing the device appears to be related to operational context. Possible factors that may contribute to a non-uniform balloon refold (failure to fold) include, but not limited to, large balloon profile, deflation technique and multiple inflations. In this case, it is possible that the combination of the larger profile of the nc trek balloons, and the reported winged balloon contributed to the resistance met with the guiding catheter, resulting in the difficulty removing the balloon dilatation catheter (bdc). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. Following dilatation with a 4.0 x 12 mm nc trek rx balloon dilatation catheter (bdc), the balloon was noted to be deformed and could not be withdrawn through the catheter. A serious injury was noted; however, no clinical delay was reported. Additional information reported that there was mild calcification in the vessel, and the balloon failed to fold during deflation after being prepared and inflated 5 times to 12 atms with no noted issues using 1:1 contrast mix. The bdc along with the guiding catheter were removed as a single unit. The procedure was completed with the use of a non-abbott device and there were no adverse patient effects reported. No additional information was provided.